Event description:
It was reported that the procedure was to treat a heavily calcified tibial artery. The ht proceed guide wire was attempted to be advanced; however, it was heavily calcified that the guide wire became stuck. When attempting to remove resistance was felt with anatomy and tip began to stretch, unravel and then separate into pieces. A snare device was used to remove the separated portions and no separated pieces of the guide wire remained in the patient. It is unclear exactly where the separation occurred on the device as it separated into multiple pieces. Also, it was noted multiple unspecified devices were used to attempt to remove the guide wire in one piece, but not until the snare device was used was it able to be removed. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation determined the reported difficulties and subsequent treatment appear to be related to the operational context of the procedure. The separated portion of the guide wire was removed via a snare device. There is no indication of a product quality issue with respect to manufacture, design, or labeling.